Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-02506 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-02507 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the cecum during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was treating a bleed in the cecum and was able to successfully deploy a resolution clip. A second clip (manufacturer report # 3005099803-2015-02506) was attempted to be deployed adjacent to the first clip; however, the prongs were able to grasp the tissue but failed to lock and the clip fell in an open state into the patient. The detached clip was successfully retrieved with the use of forceps. An attempt was made with a third clip (manufacturer report # 3005099803-2015-02507); however, the same issue occurred and it was left to pass naturally. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip was deployed and was not returned. The yoke was still attached to the control wire. The wire was actuated and the yoke was able to be deployed. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-02506 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-02507 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the cecum during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was treating a bleed in the cecum and was able to successfully deploy a resolution clip. A second clip (manufacturer report # 3005099803-2015-02506) was attempted to be deployed adjacent to the first clip; however, the prongs were able to grasp the tissue but failed to lock and the clip fell in an open state into the patient. The detached clip was successfully retrieved with the use of forceps. An attempt was made with a third clip (manufacturer report # 3005099803-2015-02507); however, the same issue occurred and it was left to pass naturally. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.